Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the insertable cardiac monitor exhibited post sensed t-wave oversensing episode. No intervention was performed. The patient was in stable condition.